Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. On 22-oct-2021, the patient's mother reported that her child experienced high blood glucose level and felt unwell. The patient had an infection and was taking antibiotics. The mother reported that it was due to the problem with the infusion set that led to high blood glucose level on (B)(6) 2021. The catheter does not go under the skin and was bent on the top as the patient was very thin and skinny. On the same day ((B)(6) 2021), the patient was admitted to the hospital via emergency services due to ketone levels and with blood glucose of 588 mg/dl. The infusion set was last changed on the same day of admission. While in the hospital, the patient received insulin drip as corrective treatment. After staying for one day in the hospital, the patient was released. Currently, the patient's blood glucose level was 200 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her child experienced high blood glucose level and felt unwell. The patient had an infection and was taking antibiotics. The mother reported that it was due to the problem with the infusion set that led to high blood glucose level on (B)(6) 2021. The catheter does not go under the skin and was bent on the top as the patient was very thin and skinny. On the same day ((B)(6) 2021), the patient was admitted to the hospital via emergency services due to ketone levels and with blood glucose of 588 mg/dl. The infusion set was last changed on the same day of admission. While in the hospital, the patient received insulin drip as corrective treatment. After staying for one day in the hospital, the patient was released. Currently, the patient's blood glucose level was 200 mg/dl. No further information available.